Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic and bent cannula event. Blood glucose level was 600 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was also found positive for moderate ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.